Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round moderate profile 300cc saline prosthesis. Deflation was diagnosed through a physical examination on (B)(6) 2018. As a result, unilateral prosthesis replacement was performed on (B)(6) 2018.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/26/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 300cc saline prosthesis. Deflation was diagnosed through a physical examination on (B)(6) 2018. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 10 cm located on the anterior aspect, and extending to the posterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. Also, there were creases on both views of the device, and one crease presented an area of shell abrasion on the posterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. (B)(4).